Manufacturer narrative:
Olypus scope (series unknown): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the device failed to close completely causing poor biopsy sample quality and lost biopsy samples. There was no report of excessive bleeding or the need for medical intervention. Additionally, there were no patient complications reported as a result of this event.